Manufacturer narrative:
The auxiliary vacuum pressure is needed to operate the valves in the cosy and to keep the ventilator diaphragm in place during piston movement. The system effect of an occluded inlet filter for the vacuum pump is that the pump cannot build-up the necessary pressure upon which the system reacts with a shutdown of automatic ventilation and generation of a corresponding alarm. The event dates back 3 months ago and there was neither a log file nor other relevant information available; serial number or age of the device were not provided, too. Hence, there's not enough information to exclude that a ventilator failure occurred during the procedure in question and thus, the event is being reported in abundance of caution. The device is not under a service contract. It is recommended by dräger to check the workstation in regular intervals. Inspection of the inlet filter and replacement based upon visual appearance are part of the service and maintenance procedure. Similar cases are known in isolated numbers and their investigation mostly revealed that the maintenance recommendations were not followed. It is seen likely that this explanation applies for the particular case as well.

Event description:
It was reported that the device intermittently did not work correctly without further specification of the nature of the problem. Reportedly, the issue did not lead to patient consequences. It was further reported that the hospital's technician could solve the issue himself by cleaning the compact breathing system (cosy) in which the valves are embedded that control the ventilation and he replaced the inlet filter of the vacuum pump.